Event description:
The device was used during a total gastrectomy procedure. Reportedly, the handle safety tab did not function properly. The surgeon used another instrument. No pt injury reported.

Manufacturer narrative:
12/5/1997-supplemental report #1 submitted to FDA.